Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23134. It was reported the patient had a fractured l1 lead causing high impedances. Surgical intervention took place where the lead was explanted and replaced to address the issue. It is unknown which lead was fractured, as such both leads are being reported.